Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received back from the clinic and it was confirmed that there was no device malfunction and that the patient experienced a hematoma and bleeding at the site that is now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having some problems with their implantable pulse generator (ipg). They stated that "it was not regulating" their heart and that they "had some pain and was passing out for short periods of time". The patient was referred back to their doctor and the device remains in use. No further patient complications have been reported as a result of this event.